Event description:
It was reported that a patient presented to clinic for follow up. The patient¿s pacemaker (pm) and the right ventricle (rv) lead exhibited post sensed t-wave over sensing resulting in pacing inhibition. Programming change was performed. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.